Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that a left ventricular lead implant was attempted, but not used. It was noted that the lead was too short for the patient. The lead was removed and replaced. No patient complications were reported as a result of this event.